Manufacturer narrative:
On july 27, 2020, the implanting clinician reached out to the cr to inform that the patient was reporting some pain and redness on the left side where the receiver pocket was made. On july 27, 2020, the patient asked the implanting clinician to remove both stimulators. The implanting clinician performed an explant procedure, and both stimulators were explanted. Cr disclosed that the explant procedure went very well. The implanting clinician took culture samples to test for infection and prescribed antibiotics to the patient. Culture results are not currently available. On july 27, 2020, the cr reached out to the implanting clinician to learn why the patient experienced redness and pain at the incision site. The implanting clinician stated that the redness and pain might be related to the end piece of the stimulator might have been trying to migrate. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Infection is a known as adverse events for the peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190719, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a reported stimulator infection at the incision site to the stimwave complaint system on july 28, 2020, by clinical representatives (cr) in the united states. Cr became aware of this issue july 27, 2020.